Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot or relabeled lot. The investigation determined the reported difficulty to advance and balloon rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous, concentric, de novo mid left anterior descending artery that was 90% stenosed. The 3.0x15mm nc trek balloon dilatation catheter (bdc) was delivered to the lesion with difficulty due to the anatomy. The balloon ruptured at 14atm on the first inflation. The bdc was replaced with a non-abbott bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.